Event description:
Pt had radial retro pubic prostatectomy. Foley catheter quit draining around 0300. Pt taken to or to reposition foley under fluoro at 0400. Unable to advance properly. Balloon was deflated and foley cath was in urethra. Original incision and anastamosis opened. Foley removed. Physician evaluated balloon and determined had a pin size hole in it. Foley replaced with 20f 30cc catheter. Pt had no further complications. (It is standard to check the balloon on the foley before placing).